Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) patient (b(6). Underwent atrial flutter left (l-afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered asystole on the recording system requiring surgical intervention. It was reported that post-procedure, after the access sheaths were removed, the patient had several pages of asystole on the recording system. The physician decided to implant a pacemaker at this time. The patient is currently stable and is being kept overnight for observation. The physician¿s opinion on the cause of this issue was that it was related to the patient's disease state and not due to the ablation procedure or any equipment issue. There were no errors on any of the biosense webster equipment during the procedure and there were no steam pops. The transseptal puncture was performed using a boston scientific tsx needle. Additional information was received on 27-jan-2022. It was reported that the patient outcome of the adverse event has improved. A pacemaker was implanted, and this allowed for patient recovery. The patient was kept overnight for additional observation but discharged the following day.

Manufacturer narrative:
Manufacturer's reference number: (B)(4) during an internal review, it was noticed that the physician¿s name and contact number have been inadvertently omitted on the initial report. Therefore, e1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name, and e1. Initial reporter phone have been updated.